Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer pocket a4 is unable to open and requires maintenance. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2 full height cubie drawer had ghost fail. A field service engineer (fse) ran hardware test application, released all pockets and found some old, leaked medication liquid and other debris. The fse cleaned the drawer, tested again, and the test was all good. Then fse rebooted and showed customer how to clear ghost fails, tested in hardware test application, checked all bus cable connections behind the back panel, auxiliary and communication sled and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer pocket a4 is unable to open and requires maintenance. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.